Event description:
Additional information received indicated that through remote transmission, non-sustained noise episodes were observed. The noise was not replicated with pocket manipulations and arm movements in clinic. The physician made programming changes and the lead will be scheduled for further testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device-changeout procedure due to eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. No intervention was reported. Patient was in good condition before and after the procedure and will continue to be monitored remotely.

Event description:
Additional information received indicated that the lead was tested and functioning well in clinic on (B)(6) 2017. The patient was stable before and after the event.